Event description:
On (B) (6) 2010, the lay user/pt in france contacted lifescan (lfs) to report the one touch ultra easy meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On an unspecified date in (B) (6) 2010, the pt noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. Two days afterwards, the pt experienced the symptoms of shaking and sweating. The pt administered self-treatment with food and/or a drink; he did not seek any medical attention. The pt manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed there was no misuse of the meter, this was not a new meter, and the meter did not power off before the allotted time. The issue was resolved with troubleshooting. The meter was replaced. There is no evidence the meter's power was not functioning appropriately. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.